Event description:
The customer reported that within the first day of wearing the pod, he had "experienced high blood sugars". His bg level was 136 mg/dl when the pod was first applied, but had risen to 457 mg/dl despite having administered correction boluses. A kink was seen in the cannula, though the pod did not initiate an alarm. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues.